Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported a patient presented for a generator implant on (B)(6) 2021. During procedure, the right ventricular (rv) lead was found to have perforation that resulted in a high capture threshold. The rv lead was successfully extracted and replaced in the same procedure. Post-procedure the patient was stable.